Event description:
During asnis 3 4.0mm screw surgery, after insertion of the guide wire the surgeon used the cannulated drill with the drill sleeve. Then he tried to extracted the drill from the sleeve, but the tip of the drill was bent and it could not be extracted from the sleeve. After that the drill was extracted forcibly by pliers.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During asnis 3 4.0mm screw surgery, after insertion of the guide wire the surgeon used the cannulated drill with the drill sleeve. Then he tried to extracted the drill from the sleeve, but the tip of the drill was bent and it could not be extracted from the sleeve. After that the drill was extracted forcibly by pliers.

Manufacturer narrative:
Evaluation summary: based on investigation, the root cause of the determined failure was attributed to a user related issue (deviation from instructions for use). The surgeon probably applied to much force during the drilling conducting to a bending of the drill bit. The returned device shows some deformations at the tip probably due to the fact that the drill bit was extracted from the guide forcibly by pliers. A dimensional and a functional inspections were not fully possible and deemed to be unnecessary. During the inspection, it was verified that the drill guide was not bent, only the tip was damaged. It was not possible to insert the drill bit inside the dedicated guide due to the bending of the drill bit. It was possible to insert another 2.7mm drill bit in the drill guide without any resistance. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time.